Manufacturer narrative:
The stylette and sheath returned for analysis. During analysis it was not possible to remove the stylette. There was a longitudinal tear at the proximal side of the sheath. No residue present on the stylette. No damage evident to the balloon bond. The balloon was inflated to (14atm in 3.16sec). Deflation time from 14atms was measured at (3.14sec). The returned average stylette od = (0.0155inches). (B)(4).

Event description:
The physician intended to use a euphora balloon catheter to pre-dilate a mildly tortuous, mildly calcified lesion 2.0x16mm is size with 78% stenosis in the proximal circumflex (cx) artery. No damage was noted to packaging. No issues when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was predilated. No resistance was encountered when advancing the device. No excessive force was used during delivery. It was reported that inflation difficulties occurred during balloon inflation. Inflation pressure of 14 atm was applied when it was determined that there were inflation difficulties. When the balloon is opened, it does not expand. The balloon did not fail to inflate completely. The device was not moved or re-positioned prior to the inflation difficulties. The device did not pass through a previously-deployed stent. No patient injury. The same inflation was used successfully with other devices pre-inflation inflation difficulties were encountered. The procedure was completed with a 2.0x30mm euphora balloon. It was reported that stylette removal difficulties were noted with 2 other euphora balloons. Both devices were flushed in the hoop to activate the hydrophilic coating prior to attempting to remove the protective sheath/stylet. Both devices were placed in a bowl of saline to activate the hydrophilic coating prior to attempting to remove the protective sheath/stylet. Force was not used when removing the protective sheath / packaging stylette from each device. Both euphora devices which had the stylette removal difficulties were used in the patient without issues. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.